Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. No evidence of anomalies found. 4296-88 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that patient was symptomatic with slow ventricular tachycardia (vt). The patient complained of "not feeling well" with no other symptoms. The patient was in a slow vt with 1:1 retrograde and the episode occurred over 1.5 hour duration. As the episode went on, the implantable cardioverter defibrillator (ICD) classified the episode as sinus tachycardia (st). The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.